Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 414 mg/dl at time of incident. The customer treated with manual injection and was also visited the emergency room. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.